Event description:
Tech experienced difficulty in removing protective balloon housing. After it was removed there was additional difficulty advancing the balloon over the guidewire. It was then decided to discontinue the use of this device and use a new balloon.